Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a distal stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous posterior descending artery of the right coronary artery. A 3.00x20mm promus element¿ plus stent delivery system was attempted to advanced into the target lesion but it was unable to cross the lesion. It was noticed that the distal edge of the stent got flared. The procedure was completed with a 16x2.5 promus element plus stent. No patient complications were reported and the patient's status was good.